Event description:
It was reported that during a total knee arthroplasty procedure, the robotic assisted saw interface device was brought in to make our first cut (anterior chamfer, not mounted to the bed) and after a brief moment of the saw running, it then stopped working. The light remained green, but pulling the trigger did not make it start. During an in-house engineering evaluation it was found that the device was broken in 2+ pieces. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the device was returned for evaluation. The device had minor scratches, scuffs, and ding marks all over the exterior of the right-sasi body and on the jaw clamping area. The saw handpiece (sh) electrical socket was found to be distorted around the outer lip with some missing material; most likely due to improper handling or care, such as off axis assembly with the e-connector, or by not using the cleaning cap of device. Additionally, some rust and scrapes were observed on the metal socket in this area. However, the sockets appeared clean and debris-free. Regarding the planar electrical socket, the pins and socket are looked undamaged with no debris found. Functional evaluation found the lower (planar) lever rotated smoothly and fully. Additionally, the upper (sh) lever rotated fully with a slight resistance. When the right-sasi was clamped onto the, the force required to close and open were extreme. The assignable root cause could not be determined.